Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the seal of an rt041 full face mask disconnected from the mask frame causing a leak. No patient consequence was reported.

Event description:
A healthcare facility in france reported that the seal of an rt041 full face mask disconnected from the mask frame causing a leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt041 non-vented hospital full face masks were returned to fph in new zealand and were visually inspected. Results: visual inspection of the devices 1 & 2 revealed that the seal was partly separated from the mask base. However, a continuous bead of glue was found around the masks seals. Further inspection revealed that the part of the seals that were not separated from the bases indicates that the seals had been properly inserted in the mask bases. Conclusion: we were unable to determine the root cause of the observed separation. Visual inspection indicated that the masks were assembled and glued properly. This suggests that the separation occurred post production. The rt041 full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041s non-vented hospital full face mask. It also states the following: "operating pressure range: 5 - 25 cmh2o" "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." "In the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."